Event description:
Rec'd complaint from director of nursing concerning above product. States that clinic staff reported that 3 1/2 hours into treatment noted blood dripping from the pump segment. A slit was noted on the right side of the pump segment. No kinking noted upon inspection, pump segment sitting in pump housing correctly. Previously, the line had been used five times without incident. The pt was reinfused and new line set up. Ebl approx 100cc. (Blood lost was from the actual leak and amount discarded in tubing combined). Don reports that the techincal dept inspected the machine and found it to be in proper working order. The pt was reproted to be stable, no injuries reported, and left the facility in good condition. MDR filed for blood loss only. The actual sample has been thrown out.